Event description:
Caller reported three neonate patient inform meter to lab comparisons from (B)(6) 2011: all results mg/dl meter/time lab/time 64/12:27am, 43/12:25 am, 55/2:00am, 32/2:10 am, 53/4:38am, 33/4:40 am. No adverse event was reported. A request was made for the return of the meter, strips, and controls, replacement meter sent.